Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 3/12/15. Device evaluation: the device has been returned and evaluated by product analysis on 02/23/2015 with the following findings: the power issue was duplicated. The battery compartment is cracked on the side near the threads. Returned battery cap has stripped threads, and is unable to fully attach to the pump; power on reset issue was duplicated with returned battery cap. New test battery cap is able to carefully attach to the pump and was used to complete a 24hr duration test with power on reset not duplicated during this time. Returned cartridge cap used to complete testing. The pump cover was removed; no evidence of internal moisture or damage to the power circuit was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.